Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a pacemaker-mediated tachycardia (pmt) episode that appears to be atrially driven. Additional pers were noted for anti-tachycardia pacing (atp) and shocks, which are believed to be inappropriate therapies triggered by atrial tachycardia (at) with rapid ventricular response (rvr). The device appears to be functioning as programmed. A review of the transmission report was completed and discussed with the healthcare provider. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Corrected field: h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a pacemaker-mediated tachycardia (pmt) episode that appears to be atrially driven. Additional pers were noted for anti-tachycardia pacing (atp) and shocks, which are believed to be inappropriate therapies triggered by atrial tachycardia (at) with rapid ventricular response (rvr). The device appears to be functioning as programmed. A review of the transmission report was completed and discussed with the healthcare provider. No adverse patient effects were reported. This device remains in service.